Event description:
Customer experienced incident in which the "luer lock broke off of cracked at the end of a blood transfusion." Rep states there was no patient injury, however, patient did not received entire transfusion. Follow up with reporter confirmed that no patient injury resulted and no medical intervention was required.